Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse confirmed that the speaker did not produce sound. Results of functional testing indicate the device speaker was faulty. The speaker was replaced and the device returned to normal function. The device was operational after repairs were completed. (B)(6).

Event description:
The customer reported a speaker malfunction no sound coming from the device. The device was in use at time of event, there was no adverse event reported.